Event description:
A male underwent initial aaa repair in 2008. One flex main body and two iliac leg grafts was placed. Over time the contralateral iliac leg graft completely occluded. The physician was scheduled to repair this with possible fem-fem bypass on approx two months later. However, due to miscommunication, the physician's partner went in on two days earlier, and tied off the iliac. Then on two months after the original date, the physician placed a converter graft and did a fem-fem bypass. Pt is fine.

Manufacturer narrative:
Add'l info: each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow up so that changes in the structure, should they occur, be identified and addressed before causing clinical problems. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to pt anatomy.